Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device over-infused. The expected volume was 20 ml, but the actuals were 21.4ml, 21.5ml and 21.6ml. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No evidence of issue found in event history log. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The problem was duplicated. Reported problem was caused from a contaminated and out of specification explusor assembly. The expulsor assembly was replaced to fix the issue.